Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found intermittent image, cable was damaged, as well as the charged coupled device had a broken part. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the camera head camera 1080/60i was broken. There was a loss of connection when wiggling the cable behind the head. It is unknown when the issue was found and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that there are intermittent images due to failures of the cable and charged coupled device. After reviewing the instruction manual at the time of the product shipment as to damage to the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.